Event description:
It was reported that , during routine check the cs300 intra-aortic balloon pump (iabp) unit battery charging indication is not illuminating. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,b5,d1,d4(version#,catalog#),d9,e2,g3,g6,h2,h3,h4,h6(health effect-clinical and impact code,type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional fields: (B)(6). It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) battery charging indication is not illuminating. Battery charging indication is not illuminating. Checked and found that power supply part no. (D014-00-0033-05) unit is suspected defective . Replaced the power supply unit in place of defective power supply and found that battery charging indicator is illuminating .while battery is charging. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit battery charging indication is not illuminating.